Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013: patient presented with intractable back and right worse than left leg pain secondary to pseudo-arthritis at l5-s1 with probable persistent lateral recess stenosis (status post anterior and posterior fusion with retained hardware- facet screws). Patient underwent the following procedures: exploration of fusion at l5-s1. Removal of hardware, facet screws, at l5-s1. Re-operative decompressive laminectomy at l5-s1 with extensive l5-s1 foraminotomies with resection of scar tissue and decompression of the l5-s1 using a with a cross connector. Re-operative posterolateral arthrodesis/fusion at l5-s1 using bone morphogenic protein, allograft, local bone, and putty. As per-op notes, "posterolateral arthrodesis/fusion was done at l5-s1 using bone morphogenic protein, allograft, local bone which had been cleaned of soft tissue and morselized along with putty." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.